Event description:
Consumer initially reported complaint for error message (e-3). During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. Customer stated she obtained the true metrix meter yesterday after a doctor's visit. Customer stated that she knows that her blood glucose is high because it was high when she had gone to the dr.'s office. Customer was not told how high her blood glucose was, but she was given medication to take. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 03/20/2026 and test strips were opened the day of the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.